Event description:
Subcapital fx rt hip. Spinal anesthesia. Surgery start 17:43. Pt has dementia. Hip surgery with cement & endoprosthesis in place. Hip capsule closed gluteus repaired pt developed complete heart block, hypotension electromechanical dissociation attempted pacemaker. Pacing was done without capture CPR started 18:30. 19:16 v-fib with defib at 300 joules pt. Expired 19:16.